Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm (air in tubing) during dwell 4 of 4. The technical service representative (tsr) advised the caregiver (cg) that air had entered the setup. The home patient (hp) would do a manual exchange. The tsr advised the hp they will need to inform the peritoneal dialysis registered nurse (pdrn) of the system error 2240. The patient was connected either at the time of the alarm or observed air. The patient did disconnect anytime prior to the alarm or observed air. Proper disconnect procedures were not used and the patient reconnected. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the patient at-home guide, users are instructed to use proper disconnect procedures when temporarily disconnecting from therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.